Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during a percutaneous transluminal angioplasty (pta), the 142 cm. Aviator plus 4.0 x 40 balloon catheter (bc) ruptured within its nominal pressure. The target lesion was the superficial femoral artery. There was no reported patient injury.

Manufacturer narrative:
The report received indicated that during a percutaneous transluminal angioplasty (pta), the 142 cm aviator plus 4.0 x 40 balloon catheter (bc) ruptured within its nominal pressure. The target lesion was the superficial femoral artery. There is no detail available regarding the target lesion characteristics, prep/handling of the device prior to use or contrast and ratio used for the procedure. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17423394 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of the superficial femoral artery may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿the cordis aviator plus pta balloon dilatation catheter is indicated for percutaneous transluminal angioplasty in the peripheral vasculature, including iliac, femoral, ilio-femoral, popliteal, infra popliteal, renal, and carotid arteries, and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for post-dilatation of balloon-expandable and self-expanding stents in the peripheral vasculature¿do not retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding¿. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Use the device prior to the ¿use by¿ date specified on the package.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.